Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018 with transmitter ID (B)(4). Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data with transmitter ID (B)(4). A probable cause was transmitter timer not advancing that led to a transmitter failure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter ID 41k6md has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. No share log data was available for review. A bin file review was performed and passed. The reported transmitter failed error with transmitter ID 41k6md was not confirmed. The probable cause cannot be determined. No additional patient or event information is available. No additional patient or event information is available.